Manufacturer narrative:
Initial.

Event description:
It was reported that on the first day of ilet use, the user experienced persistent high glucose readings labeled as high by the system after a usual dinner, without confirmatory glucometer testing, and the situation improved later with readings trending down to 379 mg/dl and continuing to stabilize; education on early ilet learning, possible infusion set issues such as a bent cannula, and general hyperglycemia management was provided, and troubleshooting included recommendations for supply change, hydration, walking, and allowing additional correction time. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device component or specific device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.